Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to hypoglycemia and diabetic ketoacidosis on (B)(6) 2017 with blood glucose was 1000 mg/dl. The insulin pump will not be returned for analysis.